Manufacturer narrative:
Per the tandem user guide: do not put any other drugs or medications inside your pump cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking from the fill port near the septum. Customer loaded a new cartridge to address the issue. Customer's blood glucose was 205 mg/dl.